Event description:
Customer reported that the insulin pump does not vibrate or beep. Customer also stated that the insulin pump did not vibrate or beep during the self test and the vibrate test. Customer's current blood glucose reading is 134 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test. No anomalies noted to pump audio/beeps feature. However, the insulin pump received with no vibration due to broken black vibrator motor wire. The insulin pump received with scratched lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.